Event description:
It was reported that balloon rupture occurred. A 1.50mm x 15mm and a 2.50mm x 12mm emerge balloon catheter were selected to treat the lesion. However, during inflation, both balloons ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.